Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) zra341s, (abut zirconia3.5 x 4.5 1) for evaluation. Visual evaluation was performed, a fracture has been identified on the abutment hex. DHR review was completed for the subject lot number 2021100727. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021100727 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was excessive loading on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability . G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H11: added manufacturer narrative.

Event description:
It was reported that the implant at tooth site #7 has a fractured zra341s. Implant is in patient's mouth with out any issues. Additional appointment required to place new zra341s. Symptoms as a result of the event: none.

Manufacturer narrative:
Zimvie complaint number (B)(4).